Event description:
A customer contacted beckman coulter in., (bci) regarding false positive total bhcg (tbhcg) results above the normal reference range generated by the unicel dxi 800 access immunoassay system for one patient. Subsequent testing on an alternate analyzer produced a lower result within the normal reference range. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The bhcg samples were collected in both lithium heparin plasma tubes and serum tubes. The system is currently performing within qc specifications. A routine system check was performed on (B)(6) 2010 and passed within instrument's specifications. Service was not dispatched for this event. A clear root cause for this event has not been determined to date.